Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 38 x 2.50mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts in mid to distal region lifted and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2.5x12mm nc balloon catheter. Following pre-dilatation, a 38 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not track lesion due to calcium. The lesion was pre-dilated once again and the stent was advanced, but it was noticed that the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2.5x12mm nc balloon catheter. Following pre-dilatation, a 38 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not track lesion due to calcium. The lesion was pre-dilated once again and the stent was advanced, but it was noticed that the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.